Event description:
It was reported that in radiology, the peel-away sheath did not break cleanly at the tip resulting in partial removal of the newly inserted catheter from the pt's basilic vein. However, the user was able to re-advance the catheter to the correct position without incident. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.